Event description:
During implantation of the pedicle screw, the hex end of the driver broke off and stuck in the screw head. The screw was removed and replaced with another screw. "No impact to the patient" was indicated in the field report.

Manufacturer narrative:
Device history record reviewed. Review of device history records indicate the device was manufactured to specification. This MDR is being submitted late as this issue was identified during a retrospective review of complaint files conducted in-conjunction with implementation of revised MDR reporting criteria for zimmer.